Event description:
It was further reported that the connector was fully seated and engaged into the controller. Also the driveline cable was checked for any visible signs of damage, no damage was found.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed one (1) motor start event recorded on (B)(6) 2024 at 13:57:01 in which the motor start parameters were atypical. Furthermore, log file analysis revealed transient increases in power consumption and estimated flows over the analyzed period as well as a brief, sharp decrease in power consumption and estimated flows on (B)(6) 2024. Additionally, one (1) high watt alarm was logged on (B)(6) 2024 and five (5) low flow alarms were logged on (B)(6) 2024. Review of the alarm log file revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 13:10:34 and one (1) electrical fault alarm logged on (B)(6) 2024 at 13:10:35. The electrical fault alarm was logged on (B)(6) 2024 indicating an over current condition on the rear stator, resulting in the pump running on a single stator (front stator only). The vad stopped alarm indicated that the motor stators failed. Additionally, review of the event log file revealed one (1) reactivation events were logged on (B)(6) 2024, indicating an over current condition on the rear stator, resulting in the pump running on a single stator (front stator only). As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, vad stopped alarms, and observed reactivation events due to an over current condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port, and/or driveline connector. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited a vad stop along with low flows and electrical fault alarms. Additionally, it was reported that review of log file data revealed history of multiple motor start events with parameters outside of the typical range. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.